Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for rheumatoid factor (rf) for three (3) patient samples assayed with rheumatoid factor reagent on an immage 800 immunochemistry system. The erroneous rf results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the erroneous rf results were obtained using rf reagent lot #m008778. The customer reported that quality control results were recovering within the laboratory's established ranges both prior to and after the event. The customer reported performing repeat rf analyses on the patient samples using the same lot of rf reagent. The repeat rf analyses yielded lower rf results for the three (3) patient samples.

Manufacturer narrative:
The performance of the rf reagent is currently being investigated.